Manufacturer narrative:
There was no button error alarm. There was an intermittent button response due to moisture damage on the keypad. The unit had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer called in to report a button error alarm. The customer reported wearing the insulin pump inside his shirt pocket while painting, and accidentally pulled the implant out. The customer's blood glucose level ranged from 108 to 180 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.